Manufacturer narrative:
The initial MDR 1226181-2015-00464 was filed on august 13, 2015.corrected information (08/20/2015): in the initial MDR 1226181-2015-00464 the event date was captured as 06/17/2015. The correct event date is 07/19/2015.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced and aligned the integrated-multi sensor technology (imt) rotary valve, the imt probe and properly connected the grounding strap to the body of the imt. The cse primed the imt probe and completed check 1 on the imt and the imt probe. The cse power flushed the imt module and ran dilution check. The cse calibrated the imt and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.